Manufacturer narrative:
The actual complaint product was not returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. Manufacturing review is in progress. A supplemental will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initial report received via an FDA medwatch report on (B)(6) 2015. The report states that the patient inserted new contact lenses and upon waking the patient's right eye was crusted over and he was unable to open his eye. Upon opening the eye, he noted grey matter covering his cornea. The patient went to the emergency department that afternoon and was seen by the ophthalmologist. The contact lens was removed and the matter was debrided. A corneal ulcer 3 mm wide was found. Fortified antibiotic drops were initially prescribed every hour for 7 days, then every 6 hours for 14 days, then every 4 hours for 6 weeks. The patient was then prescribed antibiotic and steroid drops for 3 months with the eye covered during sleep. After 6 months, the ulcer had healed with considerable scarring of the cornea. After 12 months, the scar covers approximately 5% of the field of vision. Several attempts have been made to obtain additional information from the patient, but no additional information has been received to date.